Event description:
Healthcare professional reported "rupture" and "capsular contracture, baker grade unknown" against right device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade unknown.

Event description:
Healthcare professional reported, "rupture". And "capsular contracture, baker grade unknown". Against right device. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, underweight, broken shell, crease fold, wear abrasion, missing a piece of shell (0-25%), and observed 40 mm dark patch edge material inside gel device. A microscopic analysis was performed which identified, crease sharp broken on radius, stress marks, and striated broken on radius. Based on the device analysis, the final assessment is: crease sharp broken on radius assessed, as fold flaw opening. Striated broken on radius assessed, as surgical damage. Missing shell assessed, as inconclusive.